Manufacturer narrative:
Concomitant products: boston scientific v-18 200cm wire, 4fr terumo introducer, boston scientific inflation device. (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, an advance 18 lp low profile balloon catheter was observed to be leaking from a small puncture during an angioplasty procedure and placement of a stent in a right-arm fistula. According to the initial reporter, the patient had a history of a blocked arteriovenous (av) fistula. During the procedure, the balloon device was advanced over another manufacturer's wire guide, to the fistula blockage. Upon inflation of the device, nominal pressure was not able to be achieved. The advance 18 lp low profile balloon catheter was removed and inflated again on the "scrub trolley." This is when a small puncture was noted in the balloon material, as fluid leaked during the attempted inflation. It was provided that another balloon device was used to complete the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, drawing, instructions for use(IFU), quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the balloon had a slight amount of biometer on it. A pinhole rupture was noted at the proximal balloon bond. The balloon was free of any visual defects. It was not possible to measure the balloon diameter due to the leak; however, the length of the device measured within specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed two nonconforming events which could contribute to this failure mode. Both were related to a failed leak test. However, the affected units were scrapped and not replaced prior to order completion. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the quality control procedures and acceptance criteria was conducted, and no gaps were discovered. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information was received from the customer regarding the reported incident. The customer confirmed that the anatomy was tortuous; it was a fistula. No vasospasm or difficult calcification were present however. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.